Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had varying thresholds and that loss of capture was observed. The lead dislodged possibly due to patient non-compliance and was revised. The lead remains in use. No patient complications have been reported as a result of this event.